Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC catheter inserted (B)(6) 2024 with epirubicin and cyclophosphamide going through the line. Catheter external length is 7cm, secured with securacath. Leaking whilst flushing using saline. Found a hole located at 2.5cm. No other information was provided.